Manufacturer narrative:
Unit received with broken battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No unexpected low battery alarm, weak battery alarm and blank display noted. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 70 mg/dl. Customer also stated that the battery compartment was damaged and insulin pump had low battery alarm and then display went blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.